Manufacturer narrative:
(B)(4).

Event description:
It was reported there is foreign matter embedded in the packaging material.

Manufacturer narrative:
89 samples with the material number 930415 and lot number 0135287 were received by our quality team for evaluation. Upon visual inspection it was observed that 52 of the 89 samples had a black stain; therefore, the incident could be verified. Though a lot number was not originally reported, a review of the internal manufacturing device records and raw material history files for the lot number of the samples received was performed and no recorded quality problems or rejections to this incident were found. Visual inspection of 50 retained samples was performed and no issues were observed. Based on the investigation, the root cause is related to printer heads tint leaking when the printer station is disabled and not in use. A change has been initiated to update manufacturing procedure so that the printer heads from the printer station are removed when not being used. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
It was reported there is foreign matter embedded in the packaging material.